Event description:
Engineering triggered an investigation based upon production failures. These failures were due to insufficient solder on the socket pins of power "pcb" assembly microcontroller. This discrepancy could result in the inability to power a device.